Event description:
Same event as MFR report#: 6000130-2006-00171. It was reported that after 2-3 minutes into a during a ptca procedure, the choice pt guide wire became sticky. A new wire was used and the stickiness occurred again. The lesion being treated was in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.